Event description:
The user facility reported that during a patient procedure, their biopsy forceps were not cutting properly resulting in tearing of the tissue. The user facility did not disclose if medical treatment was sought or administered. No report of procedure delay.

Manufacturer narrative:
Without the return or inspection of the subject device, a root cause cannot be determined. The IFU for the biopsy forceps states, "the whole device should be checked whether there is any damage (i.e. Bend of connection part and inflexible opening and closing of forceps) before using this product. If the problem exists, please do not use. Do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Do not insert the instrument into the endoscope while the cups are open. Otherwise, patient injury, such as perforation, bleeding, or mucous membrane damage could occur. It could also damage the endoscope and/or instrument. Biopsy may cause bleeding. If you take a large sample or press the instrument's distal end against tissue excessively, the risk of bleeding will increase. Perform biopsy on minimum necessary spots only. Potential complications: those associated with gastrointestinal endoscopy include, but are not limited to: mucosal tearing, swelling, bleeding, perforation and infection." A follow-up report will be submitted should additional information become available. No additional issues have been reported.